Event description:
Physician's office reported that pt's device was removed due to wound dehiscence and infection, with the pump visible in the pocket prior to explant. The pt was treated with antibiotics, and will be evaluated for re-implant in the near future, as the therapy was beneficial for this pt.